Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Information received from a consumer regarding an implantable neurostimulator (ins). It was reported that while waiting at a doctor's office the consumer talked with another patient who reported that their trial worked, but their permanent device was not working. No patient information or outcome was reported with regards to this event. Further follow-up was not possible as the initial reporter provided all known information.